Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced lo reading and e-2 error message. R&d final root cause investigation has been completed. The most likely root cause for the "lo" results and e-2 errors obtained during qc testing of the returned true metrix strip lot mt1628 is due to improper handling of the strips. The strips were somehow damaged outside of the vial, probably exposed to some kind of liquid cleaning agent. This would account removal of the ptf ink and washed away chemistry on the test strips. The test strips also seem to have been wiped with some sort of material that may cause scratches.

Event description:
Consumer reported complaint for lo display. The customer is concerned with test results from results obtained of lo display. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer and produced result of lo display. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/20/2017 and open vial date at time of call is 1 month ago. Customer stated she is on insulin. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer called about meter reading lo, has no symptoms of a low blood sugar. This started yesterday that the meter started reading lo, with no symptoms. Another blood meter was used yesterday and the reading was 124mg/dl. Customer stated that she did not drop her meter or abused her meter in anyway. Prior to the readings on yesterday the meter was reading fine. The customer did state she stores her strips in the kitchen next to the living room and has always stored her strips this way .advised the best storage for the strips. The meter was never set up with the time and date correctly. Customer had a very difficult time reading he time and date in the memory of the meter. I ran a blood test with the customer and again got a lo blood reading with no symptoms of a low blood sugar. Customer does make sure she puts the cap on the vial of strips each and everytime she uses the strips. I will replace the meter and strips and send control overnight to this customer. I upgraded this customer to overnight since she needed her meter right away because on insulin.